Event description:
Pt reported an increase in her back and lower extremity pain since implant. The pt's system was explanted. Pt's pain has returned to pre-implant levels.

Manufacturer narrative:
The explanted lead will not be returned for evaluation. The pt has decided to keep it.